Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. It was reported that during the preparation, the bands were entangled. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results the speedband superview super 7 device was returned for analysis, and visual inspection revealed damage to the ligator housing teeth. No abnormalities were identified in the handle section. No additional issues were observed with the components received. The reported event of bands failure to deploy was confirmed based on the findings of the product analysis. A risk review was completed and verified that bands failure to deploy is defined in the risk documentation of the product and is documented accordingly, supporting acceptable risk benefit for the product. The damage observed on the ligator housing teeth suggests that excessive force may have been applied during use, or that insertion technique during device preparation or introduction may have contributed to the tooth damage, ultimately affecting the mechanism responsible for band deployment. Based on the compiled evidence and absence of manufacturing abnormalities, the most probable root cause for this event is classified as adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. It was reported that during the preparation, the bands were entangled. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.